Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the ceramic beak (insulation beak) was broken. Based on the results of the investigation, the insulation beak failure is mechanical component problem, and the most likely cause is impact, dropping, shock or similar stress. However, the definitive root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had ceramic beak broken. The issue occurred during maintenance. There were no reports of patient involvement.